Event description:
The pt underwent successful arteriotomy closure with a techstar xl 6 fr pvs device. At home, several days later, the pt bent over to pick something up, heard a "pop" and noted bleeding at the groin site. He presented at the emergency room and was taken for surgical repair of a pseudonaeurysm. The pt returned to surgery at a later date for above the knee amputation related to severe peripheral vascular disease (pvd) and compromised circulation to the leg. The physicians did not attribute the compromised circulation to the pseudoaneurysm, but to not doing a femoral artery resection in treatment of the pvd at the time of the pseudoaneurysm repair.